Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and ischemia are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that after implantation of a 2.75x28mm xience v stents in the mid left anterior descending artery (mlad) with heavy calcification, slow flow was noted in the second diagonal artery. Cardiac enzymes elevated and the patient experienced chest discomfort. Plain old balloon angioplasty was performed with a non-abbott device, slightly improving the flow and then a 3.0x28mm xience v stent was implanted in the proximal lad (plad), resolving the event. The patient remained hospitalized due to unrelated issues. On (B)(6) 2010, the patient was discharged. There was no additional information provided.